Event description:
It was reported that this right ventricular (rv) lead exhibited pacing failure and high pacing thresholds. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.